Event description:
Customer reported that she had high blood glucose of 330 mg/dl due to his insulin pump did not delivered all the insulin. Customer stated that her insulin pump bolus is set to 10 and it stopped at 3 bolus and it started alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The button event file was overwritten. Unable to verify if units were manually programmed by the customer. Unit was programmed with multiple boluses and monitored. All bolused delivered properly no bolus, delivery or history anomaly noted. Unit had scratched display window, cracked reservoir tube lip, battery tube threads and broken belt clip slot.